Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the inspection process, foreign matter "white spots and black ink spots" were found in the fluid path of 60 ml bd¿ luer-lok syringes. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Received an email on (B)(6) 2018 from the customer stating: the foreign matter found outside the fluid path, out of the syringe. A photo was provided to bd for evaluation. A quality engineer reviewed the photo and determined that there was embedded foreign matter (fm) and bubbles thus verifying the reported issue. Embedded fm can occur at the start of the molding process. This occurs when solidified resin within the mold and molding press becomes degraded or discolored upon reheating. The press is supposed to be placed into startup and ran until all fm is flushed from the system and there is no longer any signs of fm left. The bubbles are caused when the vents on the mold get partially plugged with fm or the mold melt disk probes gets obstructed which creates a jetting effect in the plastic flow. This leads to an uneven flow throughout the gates and causes bubbles to form. It is possible that there was either a miscommunication about when the press had finished running in startup or that a batch of startup syringes were accidently placed into the assembly line. A device history review was performed on the reported lot and revealed zero defects found during production of the reported batch. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.